Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced second degree burns from the transmitter, that required medical treatment. The customer's skin was burning, and when attempting to remove it, the skin got stuck to the transmitter. The customer did not use lotion or do anything differently with this transmitter. Nothing further was reported.